Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and the physician attempted to fully recapture the closure device. The physician noted that the closure device could not be fully recaptured, and suspected that the anchor hooked in the trivalve leaflet. Another attempt to recapture was made, and it was found that the was sheath was kinked. After multiple attempts, the closure device was able to be fully recaptured, and the physician aborted the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator outside the sheath was returned. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath, and the tip was damaged as it was folded inwards. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and the physician attempted to fully recapture the closure device. The physician noted that the closure device could not be fully recaptured, and suspected that the anchor hooked in the trivalve leaflet. Another attempt to recapture was made, and it was found that the was sheath was kinked. After multiple attempts, the closure device was able to be fully recaptured, and the physician aborted the procedure. There were no patient complications or consequences that occurred as a result of this event.